Event description:
It was reported that during a touch® cmc1 total joint arthroplasty, both the trial neck and the definitive neck could not be fitted into the implanted stem. This resulted in a surgical delay of more than 30 minutes. An additional stem was opened and successfully implanted to complete the procedure.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.